Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) stop alarm and a vad disconnect alarm occurred while the controller was connected to the driveline extention cable. The driveline extention cable was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: driveline extension cable with unknown serial number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the driveline extension cable passed visual examination and functional testing. The driveline extension cable was able to connect properly at both ends. Review of log files revealed one (1) vad disconnect alarm on (B)(6) 2018. This alarm is indicative of a physical disconnection of the driveline from the controller. As a result, the reported event is confirmed. As per the instructions for use, the driveline extension cable should only be used during the pre-implant wet test. It should not be connected when the vad is running. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the driveline extension cable from performing as intended. The most likely root cause of the reported vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. If information is provided in the future, a supplemental report will be issued.